Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, which resulted in oversensing and pacing inhibition. It was reported the patient did not experience asystole as a result. A revision procedure was performed and the lead was surgically abandoned. A conductor fracture was suspected. No additional adverse patient effects were reported.